Event description:
It was reported that, during a pump replacement on (B)(6) 2014, two catheter leaks were discovered. One leak occurred at the pump port area and the other occurred in the distal portion of the catheter, so the entire catheter was replaced at that time. This issue had been suspected for some time, but the leaks were confirmed by the healthcare provider (hcp) at the pump replacement. It was also noted that the patient¿s oral medications were later taken away and the intrathecal daily dose was decreased from 35mg/day to 2.5mg/day because they were not certain that the patient had been receiving it due to the breaks in the catheter. The pump contained an unknown drug. At the time of this report, the device system was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11044r16, implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type: catheter. (B)(4).